Event description:
It was reported the output on ventricular, atrial, and sense were intermittent and no output most of the time. It was also reported the device was damaged. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of alignment. It was also noted that the lower case was broken, the side bail covers and side bails were missing, the battery contacts were compressed, the keyboard was scratched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.